Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. As received, only the connector portion of the lead was returned in one piece. Visual inspection and x-ray examination for this returned portion did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) and atrial lead exhibited noise oversensing. Inappropriate noise switch was also noted on the atrial lead due to oversensing. Both leads were capped and replaced on (B)(6) 2024. The patient was stable.